Event description:
The customer reported that a mother was admitted in early labor and the baby was in breech position. An emergency caesarian section was decided. The clinical staff would like to understand why the machine was indicating a fetal heart rate when there was no sign of life after birth 6 minutes later.

Manufacturer narrative:
Philips has not been able to verify that the device was not a factor in the baby being stillborn, but the available information does not support that there was a malfunction or design problem. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.